Event description:
The manufacturer was informed on this event through the recent publication ''severe aortic regurgitation of early degenerated mitroflow bioprosthesis: from echocardiographic diagnosis to treatment with valve-in-valve transcatheter aortic valve implantation'' by pernigo et al. Based on the information reported on the paper, a patient underwent mitral and aortic valve replacement in 2014, for severe mitral regurgitation and concomitant moderate aortic stenosis; the patient received an epic (st jude) n.31 bioprosthesis in mitral position and a mitroflow valve model dla21 in aortic position. The patient suffered also from stage IV chronic kidney disease and paroxysmal af. The initial mitroflow degeneration was noted at first during ambulatory tte in (B)(6) 2019, showing mild-to-moderate intraprosthetic regurgitation, and normal lv ef. The patient was admitted to cardiac intensive care unit for acute heart failure in (B)(6) 2019. Blood pressure was 110/45 mmhg, electrocardiography showed atrial flutter with ventricular heart rate of 110 bpm. The patient had severe leg swelling, right pleural effusion, and respiratory failure. Blood tests documented worsening of renal impairment and mild anemia. Tte and toe showed severe aortic intraprosthetic regurgitation due to prolapse of the anterior cusp, potentially due to cusps tears as commented by the authors in the paper (aortic peak and mean gradients: 20/10 mmhg; vena contracta: 6 mm; holodiastolic flow reversal in the distal aortic arch); severely dilated lv with severely reduced ef (31%); and normal function of the mitral biological valve. Surgical re-operation was judged at high risk. Cta showed the feasibility of viv tavi through the right femoral artery. The procedure was successfully performed (with a medtronic evolut r 23 mm device), without major complications, and no significant peri-prosthetic leaks. Coronary angiography performed just before valve delivery showed no significant stenoses. The patient had immediate improvement of hemodynamics, and restart of effective diuresis was achieved. At 3-month follow-up, she was in good general conditions; tte showed no significant aortic stenosis (peak and mean gradients: 21 and 11 mmhg), decrease in lv volumes, and improvement of ef (to 48%).